Manufacturer narrative:
The device was received with low battery gauge display upon receipt. Analysis of the device image indicated device was within normal range of operation and battery voltage was above elective replacement indicator (eri). Further analysis determined that the low battery gauge display was due to the incorrect implant date in the patient info that led to an incorrect calculation. The root cause for the incorrect data in the patient info cannot be determined with the available data. The software is performing per design. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Prior the implant procedure, the device was interrogated and found have decreased longevity estimation. The device was not selected for implant.